Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/26/2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined. It was reported that the patient had a CT scan while wearing the transmitter. Labeling indicates: the system hasn't been tested during MRI, CT scans or with diathermy treatment. Magnetic fields and heat could damage the components, stopping sensor glucose readings, or alarm/alert notifications. Without sensor glucose readings or alarm/alert notifications, you might miss a secure low or high glucose event.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing tes was performed and the test passed. A review of the shared data log confirmed the reported event of a loss of connection. A root cause could not be determined.